Event description:
Following a diagnostic procedure in which the sheath had been in place for longer than 12 hours, an angio-seal device was placed at the pt's bedside. The pt was noted to be uncooperative and thrashing during deployment. Approx. One week post deployment, the pt developed a groin infection an an abcess which required surgical intervention. At the time of surgery the angio-seal device was not removed as it was the surgeon's opinion that the groin looked clean and the abcess was superficial. The groin was left open and the pt was placed on IV antibiotics. Further info is not available at this time pending pt's consent.